Event description:
With the first left coronary injection, an air embolus was noted in the circumflex artery. This caused pain and abnormal EKG changes. Pt treated with o2, nitro-(sl, and IV) and morphine.